Event description:
The dental implant fx3608swc was removed on (B)(6) 2018 due to failure to osseointegrate 2 months and 11 days after implantation. The doctor noted periodontal disease and local infection during explantation. The patient has history of diabetes and is a tobacco user. The patient has recovered without complications.